Event description:
Device was previously programmed at 80ml/hour, nurse stopped pump to give a medication and later noticed pump infusing at 880ml/hour. Patient's developed elevated blood sugar requiring an insulin infusion and transfer to the ICU. Patient recovered without incident. Device event log was received but review was inconclusive; further evaluation of the device was determined to be necessary, so system was requested to be sent in. Investigation is on-going, and a follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
Patient information requested and all available information is included.